Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and the guide wire lumen. The stent implant was dislodged. The entire length of the stent implant was smashed. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The protective sheath was not returned. There was a kink in the hypotube 11.5 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. Due to the stent implant being smashed, the outer diameter measurements could not be taken. The inner diameter of the sheath could not be taken because it was not returned. Product performance engineering reviewed the incident information and analysis of the returned sds. Quality assurance analysis confirmed that the stent implant was not on the balloon when received and was returned damaged/smashed. No blood was visible on the sds; however, contrast could be seen in the inflation and guide wire lumens. This is consistent with the reported information that the device was prepared for use. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon displayed loose folds, which is an indication that air may have been introduced into the system at some point. The partial expansion of the balloon appears to have caused the stent implant to slightly deploy, facilitating its dislodgement during removal of the protective sheath. In addition, a kink in the hypotube was noted. There was no mention of the damaged stent or hypotube during the inspection prior to use and likely occured during the packing/shipping of the device back to abbott vascular for evaluation. A conclusive root cause for the stent dislodgement could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent fell off the balloon before use, during prep. No additional event or patient information is available.